Event description:
It was reported that the pump began smoking. Reportedly, the pump was charging during the event. There was no reported adverse impact to customer's blood glucose. Customer reverted to an alternate method of insulin therapy.